Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller and pin were broken. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.